Manufacturer narrative:
Attempts for the return of the sensor as well as additional info requests have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot info was not available. If new info is obtained, a follow-up report will be submitted.

Event description:
It was reported that during a longer procedure in the operating room, a new probe will work fine for a period of time, but then will develop problems picking up a signal. Replacing the probe with a new one solves the problem. It is not a pt or positioning issue. It is as if the probe experiences fatigue. No pt incident was reported. Additional info was made available on 09/19/2014 indicating that when the issue occurred they possible only saw a "no signal" message with no audible alarm, but will watch more closely if it happens again.